Manufacturer narrative:
Device received with loose end cap sticker. Device passed the displacement test, self test, basic occlusion test, occlusion test and prime test. All buttons function properly. No damage in the keypad assembly noted. No loose drive support cap noted during visual inspection. No button error alarm during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the up and down arrow buttons wasn't working right and was hard to push. It was reported that the bottom of pump came off and had it taped on. The customer reported that the time clock was advancing. It was reported that the bottom of the pump had come loose, so taped it on. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.